Manufacturer narrative:
Patient weight is (B)(6). Stent remains implanted in patient. As event occurred approximately 5 years after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and not requested. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
A (B)(6) female with medical history of coronary artery disease, prior stenting (2008), diabetes mellitus (since 2000), hypertension (since 2010), hypothyroidism, hyperlipidemia (since 2010), and prior smoker, presented with stable angina. The patient enrolled in a cobra study. Angiography on (B)(6) 2015 showed a type b2, 80% stenosed lesion (with timi flow 2) in the proximal left circumflex (lcx) coronary artery. The patient underwent percutaneous coronary intervention (pci). The lesion was pre-dilated, followed by deployment of a 3.0x12mm cobra pzf¿ nanocoated stent in the proximal lcx, followed by post-dilatation. The procedure was concluded without complication. On (B)(6) 2019, the patient presented with cardiac chest pain and was admitted to hospital. Cardiac angiogram was performed. In-stent restenosis (isr) was diagnosed. The event was resolved via deployment of a drug-eluting stent (des) and the patient was discharged the following day. Per the investigator, the event is not related to index procedure but possibly related to study device. Source documents have been requested.

Manufacturer narrative:
H2 correction: a1 patient ID corrected. A2 date of birth added. D6 implant date corrected. H2 additional information: b5 revised. H6 revised. Stent remains implanted in patient. As event occurred approximately 5 years after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and not requested. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. In general, intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). The investigator reported that the event is not related to the index procedure, but possibly related to the study device. While the most probable cause of restenosis is a combination of disease progression and patient medical history / comorbidities, a relationship between the study device and restenosis cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
An 80-year-old female with medical history of multi-vessel coronary artery disease with percutaneous coronary intervention (pci) in 2008, diabetes mellitus, hypertension, hyperlipidemia, deep vein thrombosis on apixaban, liver cirrhosis (2018), hypothyroidism, breast cancer treated with chemotherapy in 2017, cerebral aneurysm and seizures, and prior smoker, presented with stable angina. Patient had enrolled in cobra study back in (B)(6) 2015, angiography showed a type a, 80% stenosis lesion (with timi flow 2) in the proximal left circumflex (lcx) coronary artery. On (B)(6) 2015, the patient underwent pci with a 3.0x12mm cobra pzf¿ nanocoated stent in the proximal lcx, followed by post-dilatation. The procedure was concluded without complication. On (B)(6) 2019, the patient presented with dyspnea over the last year with recent onset of chest pain with positive stress test; patient was admitted to hospital. Cardiac angiogram showed an in-stent restenosis (isr) of proximal lcx and severe fibrocalcific plaque in the ostal lcx artery. The event was resolved via pre-dilatation, cutting balloon, rotational atherectomy, then deployment of three drug-eluting stents (des) in the proximal and mid lcx; the patient was discharged the following day. Per the investigator, the event is not related to index procedure but possibly related to study device.